Event description:
Rptr indicated her mood is better than before vns, but is now "going downhill with 3-4 suicidal episodes since 2006." She has had no hospitalizations since implant. She has had no dosing changes since 2006. Pt stated her physician refuses to see her due to insurance non-payment.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.